Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-aug-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information (a1, d4, h6, h10) based on the legal manufacturer's final investigation. And to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive of the camera head melted when the camera was accidentally put into an autoclave or during reprocessing, with unexpectedly high temperature/pressure applied. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not autoclave the otv-s7h-n/1n/1d/d-6m and otv-s7h-1d-f08e/l08e/d-l08e because autoclaving will deform or destroy parts, making them unusable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for repair. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. Then, the subject device was transferred from sorc to omsc for evaluation. Omsc checked the subject device and found that there was a area where the adhesive had melted and squeezed out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon was attributed to the failure of the ccd unit due to the watertightness failure and the water invasion, which might be caused by adhesive melting due to unexpected high temperature/pressure applied by accidentally thrown into an autoclave during the reprocessing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, it was found that the endoscopic image of the subject device on the monitor became black out. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.